Event description:
The pt contacted lifescan and alleged the one touch ii meter was displaying "no good". With troubleshooting the meter was displaying clean test area. The customer care rep had pt clean meter; issue was not resolved. No readings reported, a medical professional was contacted for advice, no symptoms of high or low blood glucose and no treatment was given. There is indication the meter malfunctioned.